Event description:
It was reported to philips that the azurion device would not switching on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary diagnosis procedure at the time of the event which was completed by shifting the patient to another cath lab. The field service engineer (fse) inspected the system onsite and confirmed that the device would not switch on. Upon functional testing, the fse found water on xsc, point, adu and miu and because of water, some parts were burned and the system software was also corrupted. To resolve the issue fse replaced the x-ray segment controller, anode drive unit, main interface unit, power inverter unit and pdu fuses and completed the required calibration. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.